Manufacturer narrative:
We received one 12tlw804f catheter without the packaging or syringe for examination. The reported event of balloon burst was confirmed. Examination of the catheter found the balloon latex to be ruptured around the circumference of the catheter tip. There appears to be latex missing from the balloon and the remaining latex is yellowed. As stated in the IFU the amount of inflation media should be checked prior to each inflation of the balloon so not to exceed the maximum inflation volume. Per the IFU the recommended inflation media is 0.5ml liquid. IFU warning - balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. For this catheter the maximum pull force is 1.5lbs. On an inflated balloon. The windings appear to be in good condition. The catheter body tube is also in good condition, there is no visible damage. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the balloon burst before use. There was no patient complications reported.